Event description:
The customer alleges that the unit would not turn on. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The neptune was put to full bench testing for 3 hours. Over the 3 hour period the unit was shut down and restarted multiple times in an attempt to recreate the defect description of "unit would not power on". The defect could not be replicated. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the unit would not turn on. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.